Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedance measurements greater than 2,500 ohms. A revision procedure was performed and the lead was surgically abandoned and replaced. No adverse patient effects were reported during the procdure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.